Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Concomitant medical products: a2dr01 ipg, implanted: 2014-(B)(6); 5076-52 lead, implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was also reported that the patient experienced dizziness from the loss of capture. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.